Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02295, 0001822565-2020-02297. Concomitant medical products: part#: 00436004025, lot#: 64464725. Part#: 00436201500, lot#: 64499689. Part#: 00434904006, lot#: 64287432. Part#: 0203159040, lot#: 64413211. Part#: 0203150300, lot#: 4502884436. Part#: 0203150300, lot#: 4502568205. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a shoulder revision approximately four (4) weeks ago due to a broken screw and loose components. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.